Event description:
The customer reported experiencing a diabetic coma due to low blood glucose during the trip. The customer was taken to the emergency on the boat he was on. The customer had been using the sensor glucose reading to treat his glucose level. Advised the customer that the insulin adjustment should not be done based on the sensor readings. The customer stated that he got multiple sensor alarms. Troubleshooting was performed. Ran the test plus procedure and passed within parameters. Then the customer reconnected to the sensor that was already inserted, but never got a signal. Instructed the customer to remove and the electrode was straight, but the customer had a very dry site. Explained that the scar tissue may have interfered with wetting. During the call was found that the customer was using the reservoir and infusion set for four to five days. Suggested the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.